Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2003 and mesh was implanted concurrently with hysterectomy, bso and liposuction of abdomen . It was reported that the patient underwent a perineal repair with suture removal on (B)(6) 2005 due to dyspareunia and suture granuloma. (B)(4).

Event description:
It was reported that the patient underwent surgery to treat stress urinary incontinence on (B)(6) 2003 and a sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that following insertion the patient experienced infection and urinary problems.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.